Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the monitor failed a pulse test. Investigation revealed poor connections between the ca and defibrillator board. The cause for the poor connection was isolated to contaminated pins on the j1002aa and j1003aa defibrillator board connectors. The root cause for the contaminated pins was unable to be positively determined. No adverse event resulted from the defective monitor. The last patient to use this belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this belt did not report any deficiencies.